Event description:
A nurse reported that some of the nurses have noticed the smell of fluorine in the laser room. No pts or surgeons have noticed the odor. After working in the laser room all day, some of the nurses have not felt well, and one of them has felt the gas on her tongue. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).